Event description:
The advocate stated the customer received blood glucose readings between 400-500 mg/dl from her breeze2 meter and readings of 220 mg/dl from 2 other meters. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.